Event description:
Complainant alleged that during a routine shift check by a clinician, the device's continuity between the multi-function cable connector, and the sternum paddle was intermittent. Complainant indicated that there was no patient involvement in the reported malfunction.